Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis.

Event description:
It was reported that, at implant, there was threshold variation and high impedance. The lead was examined and fluid was discovered under the cathode, or possibly the anode. It was also reported that the mechanism where the electrode is sewn looked loose. No patient complications have been reported as a result of this event.